Event description:
This patient was in the hospital for complaints of leg pain when this device displayed an error message regarding elevated power consumption. This device currently remains implanted. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The analysis revealed elevated power consumption, confirming the clinical observation. Based on the available data, the root cause of the clinical observation could not be determined. Besides that, the analysis of the device data showed no conspicuities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. However, based on the available data no conclusion can be drawn regarding the root cause of the clinical observation.